Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported patient underwent an orif procedure to repair a distal radius fracture on (B)(6) 2013. During the procedure, the surgeon was unable to bend the plate to fixate to the bone. Surgeon attempted to use needle nose pliers and in doing so, fractured the eyelet. The plate was no longer able to be fixated so another plate of the same part number was used to complete the procedure. This caused a forty-five (45) minute delay in surgery. No further information has been provided to date.

Manufacturer narrative:
Evaluation of device found evidence that failure mode was due to bending overload due to use error.